Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. Additional information has been requested regarding the ventilator being repaired.

Event description:
It was reported that a ventilator stopped cycling. There was no patient involvement.